Event description:
Additional information received reported that the manufacturer representative was not sure if the patient received a new battery. The reporter did not believe the patient had at the time of the report.

Manufacturer narrative:
(B)(4)

Event description:
Information reasonably suggests that device issues previously reported were only applicable to the left implantable neurostimulator. Any additional information received will continue to be reported in manufacturer's report number:3004209178-2014-01502.

Event description:
It was reported that the healthcare professional (hcp) did not believe that the implantable neurostimulator (ins) was not lasting as long as it should. Additional information received reported that there was no reprogramming but impedances were conducted and fell within normal range. It was noted that no malfunctions were seen or cause of the issue determined. It was noted that the generator was replaced. It was noted that the patient was fine. The battery just reach end of life (eol) earlier than expected. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3387-40, lot# v004839, implanted: 2007 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 748251, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3387-40, lot# j0437355v, implanted: 2007 (B)(6); product type lead. (B)(4).